Manufacturer narrative:
Concomitant medical products: 4058m45 lead, (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change out procedure, insulation damage was observed on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.